Manufacturer narrative:
The date of death is estimated as (B)(6) 2021. (B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal left anterior descending artery. A 2.8x16mm rx graftmaster covered stent was deployed at 10 atmospheres, but the perforation was not sealed. The patient was taken to surgery for pericardial window indicating a pericardial effusion occurred. The patient expired 5 days later due to an unknown cause. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate, a lot specific quality issue. The graftmaster instructions for use, indicate the nominal rated burst pressure (rbp) is 15 atmospheres (atm) and to fully expand the stent graft by inflating to nominal pressure at a minimum. The investigation determined, the reported failure to seal appears to be related to the use error, as it was reported, that the graftmaster was deployed with a maximum pressure of 10 atmospheres (atm). A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the subsequent treatments appear to be related to circumstances of the procedure. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication, of a product quality issue with respect to the design, manufacture or labeling of the device.